Event description:
The customer stated that an architect b-hcg result of <1.2 miu/ml was generated on a sample from (B)(6) 2015. The result was questioned as it did not match with the clinical findings. The sample was repeated on the same architect i1000sr and also on an architect i2000sr at a reference lab and the same results were generated. An ultrasound performed on the patient showed a fetus. The patient's last menstrual period was (B)(6) 2015. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer stated that a false negative architect total b-hcg result of <1.2 miu/ml was generated. An ultrasound performed on the patient confirmed the presence of a fetus. It was noted that the customer had not performed a calibration since (B)(6) 2014, and following a recalibration there were no further instances of false negative results. No patient sample or reagent was provided for investigation. Customer complaint data was reviewed and no adverse trends were identified. A review was performed for architect total b-hcg neqas distributions. The data demonstrated that the assay is performing acceptably. Neqas (national external quality assessment service) is a method of monitoring our products performance in line with other laboratories utilizing the architect platform and also against competitors in the immunoassay division. The architect total b-hcg reagent package insert was reviewed and it was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.